Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 79 yo male patient, initial right hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The patient was brought back for right hip pain. The femur was dislocated. Femoral head removed, stem checked and found to be well fixed. Attention turned to cup. Liner removed with the help of a bone screw. Cup checked and found to be well fixed. A new g2 xle 36mm lipped liner implanted with a 36 +3.5 head. The patient was last known to be in stable condition following the event. The product is not returning as the patient requested the implants. No further information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d6a, h6 MDR section codes updated/corrected: b, c, d, e, g. The most likely cause for the revision reported is prosthesis wear and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . The prosthesis wear was able to be confirmed from the provided radiograph and explanted device image. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.